Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2015 with the following findings: there ware no alarms related to the complaint; no cartridge detected warnings were not observed in the black box. The force readings were normal. There was no data in the black box from the time of the reported issue due to continued use of the pump. The rewind, load cartridge, and prime steps were performed successfully without issue. A force sensor calibration test revealed that the sensor was not detecting the correct force. The resistance on the force sensor was measured and found to be out of specifications. No damage was found to the force sensor circuit. Unrelated to the initial complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.